Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomena be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, during preparation for a therapeutic laparoscopic surgery, the visera 4k uhd camera control unit presented a black screen after powering on. Intermittently, error code e225 (camera head error) displayed after restart. The patient was not under anesthesia. The intended procedure was completed with another device and the s400. There were no reports of patient harm associated with this event. The visera 4k uhd camera control unit was used for a procedure at least once a day.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation noted the black screen and error code e225 issues were not confirmed. No additional findings were reported. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.